Event description:
During a remote follow-up, episodes of noise resulting in oversensing were noted on the device. Noise was reproduced with provocative testing. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored. Related manufacturer report number: 2017865-2022-01314.